Event description:
A hospital in (B)(6) reported that a (B)(4) airvo junior heated breathing tube used with an airvo2 humidifier was found to have been lying under a patient's pillow for "some time" and was discovered to be melted. The patient was a (B)(6) girl in the children's cardiac ward. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The (B)(4) junior heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the (B)(4) breathing circuit was returned to fisher & paykel healthcare and was visually inspected and performance tested. Resistance testing of the heater wire was performed suing a calibrated mutlimeter. Results: visual inspection revealed that the complaint hbt was damaged in the central section of the tubing over an area of about 450mm in length. The tubing had melted in this section of the limb. There was no damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The pitch of the heater wire was uniform, with no abnormalities. The resistance test showed that the heater wire was within specification. There was no damage to the remainder of the tubing or to the connectors and heater wire pins. Conclusion: the hospital had reported that the subject hbt was under the patient's pillow for an unspecified amount of time prior to the incident. Our testing of the hbt under compressive load indicates that the tubing would have to covered and under compressive load for at least 20 to 30 minutes for any melting to occur. The heater wires are coated with teflon, which remains intact even under compressive load and has a much higher melting point than the hbt. All airvo heated breathing tubes are tested for electrical continuity on the production line. A resistance test and visual inspection is performed on the heater wire assembly after the heater wire plug has been overmoulded onto the heater wire. The user instructions that accompany the airvo humidifier provide the following guideline: - adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."